Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+3.5/081 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patient's right eye (od). There was no patient injury. The lens was exchanged for the backup lens, which was a longer lens, within the same surgery and the problem was resolved. Cause of the event was unknown.